Manufacturer narrative:
The field service engineer discovered the main pump was leaking and he replaced the pump head. He verified the valve was working, adjusted the water pressure, and performed a mechanism check with no leakage. He performed an instrument check and the instrument check failed. He determined the measuring channel 1 flowpath was contaminated and he decontaminated the flowpath. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned non-reproducible elecsys tsh assay and elecsys ft4 assay results on a cobas 8000 e 801 module. The customer provided patient data for one patient. Patient¿s initial tsh result was 0.02 miu/l with a data flag. Patient¿s initial ft4 result was 100 pmol/l with a data flag. The initial results were not reported outside the laboratory. Following the patient's initial results, the customer noticed a leak coming from the analyzer and repeated the sample on a different analyzer. Patient¿s repeat tsh results were 1.76 miu/l and 1.81 miu/l. Patient¿s repeat ft4 results were 13.8 pmol/l and 15.1 pmol/l. The tsh and ft4 reagent lot numbers and expiration dates were requested but not provided.